Event description:
It was reported that during preparation of a vascular stenting procedure, the sterile packaging of the stent deployment system was discovered to be open. Therefore, the stent was not used on the pt. Another stent was deployed successfully. There is no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. No other complaint has been received for this lot number. The shipping history records have been reviewed and no irregularities that may have caused or contributed to the reported event were identified. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample of images were provided. Therefore, the reported event could not be reproduced. Potential contributing factors have been evaluated. The reported event of the sterile packaging being opened prior to use was found to be an isolated incident. No similar complaint has been reported for this product group within the last 24 months. On the basis of the review of the appropriate documentation, no anomalies were identified which may have caused or contributed to the reported event. The correct sealing of the sterile package is part of a 100% quality control step during the mfg process. Based on the info available and as no sample was returned, a definite root cause for the event reported could not be identified.